Event description:
The customer alleged to have received blood glucose readings of 397 and 60mg/dl when using the contour test strip with the contour next ez meter. Using a strip in the meter that is not a contour next test strip would be expected to produce an error. No adverse event was alleged. The customer was sent a new meter and strips, and was advised to return his strips for evaluation.